Event description:
It was reported that the patient experienced difficulty charging, as well as forgetting to charge, the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system causing a loss of therapy and symptoms of rigidity. The patient underwent a revision procedure in which the rechargeable ipg was replaced with a primary cell device and is doing wel lpost operatively. The device was not returned as it was retained by the facility.

Manufacturer narrative:
With all the available information, boston scientific concludes that the cause of the patient experiencing inadequate stimulation due to difficulty charging and undergoing an ipg replacement procedure could not be confirmed. The device was retained by the facility, and device analysis could not be done. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The device was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the device's instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states failure or malfunction of any part of the device, including but not limited to battery leakage, battery failure, hardware malfunctions, whether or not these problems require device removal and/or replacement, loss of adequate stimulation and stiffness in muscles or joints are known risks with the use of system. Based on all available information, engineers are not able to confirm the root cause of the event. The device was not returned, as such, physical analysis could not be conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint, and the conclusion is cause not established.